Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep. Who stated the patient noticed blisters on the skin. The patient has a broken collar bone by the right shoulder. The skin is red and has stinging sensation. The patient develops blisters. No swelling, the irritation is strictly under the electrodes. The electrodes are changed every 5 or 6 days. However, the electrodes are not rotated. The area is clean with soap and water. No wipes. The patient has sometimes sensitive skin. The patient is allergic to sulfur. No new product. No blood pressure medication. The patient did not speak to the doctor yet. The patient is applying alcohol wipes and neosporin. The patient does not have the lot number of the 72r electrodes at hand. Sending 63b electrodes and usps pouch to the patient. Update 1/13/22 - the patient called and stated that she did see her doctor. She was advised to stop wearing the unit. She stated it was not helping her heal her broken collar bone much.

Event description:
It was reported by the sales rep. Who stated the patient noticed blisters on the skin. The patient has a broken collar bone by the right shoulder. The skin is red and has stinging sensation. The patient develops blisters. No swelling, the irritation is strictly under the electrodes. The electrodes are changed every 5 or 6 days. However, the electrodes are not rotated. The area is cleaned with soap and water. No wipes. The patient has sometimes sensitive skin. The patient is allergic to sulfur. No new product. No blood pressure medication. The patient did not speak to the doctor yet. The patient is applying alcohol wipes and neosporin. The patient does not have the lot number of the 72r electrodes at hand. The patient called and stated that she did see her doctor. She was advised to stop wearing the unit. She stated it was not helping her heal her broken collar bone much. She has not conducted the time test yet because she is sending the unit back with the new box of 63b electrodes. No additional patient consequences have been reported. The 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.